Event description:
It was reported that the programmer would not power up, following a power surge experienced at the clinic. The programmer was returned for service. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: analysis confirmed the programmer would not power on, as a result the power supply was replaced. (B)(4).